Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected hal software error detected alarm during testing however, the formatted history file confirmed hal software error detected due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. The customer was treated with milk. The customer declined troubleshoot for low blood glucose. The customer did not experience any symptoms such as a result of high blood glucose. Customer also reported that insulin pump had multiple pump error alarms but customer was able to successfully clear the alarm. The insulin pump will be returned for analysis.